Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump was over delivering and the emergency medical room was dispatched him due to low blood glucose level. Customer was treated with food and glucose tablet. Customer had low blood glucose level of 2.1 mmol/l. Customer was alleging insulin pump for over delivering because customer had low blood glucose level. The reservoir will be returned for analysis.